Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: blurred images. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation results did not lead to the identification of the cause of the problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited blurred images. There was no patient involvement.